Event description:
As described by facility resident found with head between mattress and top bar of siderail between two vertical bars. Resident had apparently asphyxiated. Follow-up info: as of this date the actual cause of death is not known. The facility did receive the FDA safety alert regarding bed side rails and co also sent a notice to the facility as a follow-up with a copy of the FDA notice emphasizing the use of bed side rail protective barriers for pts at risk for entrapment. When the facility administrator was asked why no pads were used on the rails she said "no one had evaluated her as needing one."